Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, but blood noted on proximal conductor and helix, and there was insulation breach (cut) and depression; full lead returned and analyzed.

Event description:
It was reported threshold of the lead increased with patient posture change. However, there was no change in impedance or sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.